Manufacturer narrative:
The device with product ID m995402a001 lot# serial# (B)(6) was received for product analysis. Analysis found the no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. Patient said they called and received a new device, but that doesn't work. Patient said they are not able to charge their implant since last night. Troubleshooting was unable to be performed as patient did not have their controller with them at the time of the call. Patient will call back once they find their controller. Patient called back to provide model and serial information. Agent sent email to repair and closed case. Agent reopened case to send follow-up email to repair (fixed shipping method - saturday). Agent closed case. Patient called back reporting that they received the replacement controller. Patient stated that they charged the controller before doing the pairing process and now they are unable to advance past step 8 on the pairing instructions. Patient noted that the controller screen is blank and unresponsive. Agent walked patient through a controller reset; patient confirmed controller did not power back on. Agent had patient plug controller into ac power supply cord; patient confirmed controller did not power back on and was unresponsive. Agent verified patient was using new battery pack and controller; patient mentioned they did not receive a replacement battery pack but are using the replacement controller. A gent sent an email to repair to replace the battery pack. Patient called for assistance with pairing process; stuck on 'connect' because they plugged into ac power instead of recharger. Patient successfully completed pairing process.